Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. During positioning of first clip the clip became stuck and it appeared the gripper was stuck on the septal leaflet. The physician countered the triclip steerable guide catheter (tsgc) to move away from septal leaflet but was still stuck. Then, the physician rotated the tsgc and pulled up the triclip delivery system (tcds) handle slightly to see if they could get unstuck from the downward facing grippers but could not get unstuck. The grippers were then cycled without success. They attempted clocking/countering the tsgc another time and the clip jumped open but then became stuck on the lateral leaflet. They clocked the tsgc and became unstuck again. Once in the right atrium the clip's functionality was tested to ensure it would function properly. The clip passed establishing final arm angle (efaa) however the gripper on septal side would not come down all the way. The physician locked the clip to see if it would release tension and drop and it still would not fully drop. The clip was replaced with another to resume the procedure. Two clips were implanted, reducing tr to grade 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and based on the information provided by the account, a cause for the reported difficult or delayed positioning associated with clip interaction with the anatomy, clip jumping and single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.